Event description:
Boston scientific crm received information that this right ventricular lead had fractured. Low impedance measurements and loss of capture were also experienced. As a result, the device was programmed aair. The lead was later surgically abandoned.

Manufacturer narrative:
This lead was surgically abandoned. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.